Event description:
The complainant reported an under-delivery. The pump was set to deliver 500 ml of enteral feeding solution at a rate of 45 ml/hour for 11 hours; however, only 200 ml had been delivered with 300 ml remaining in the bottle.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4)